Event description:
According to the available information a hair was found in the sealed packaging.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn¿t find other complaints on the lot number 9351828. Checking the quality databases revealed no anomaly in connection with the described defect. Sometimes we receive raw materials from our suppliers with the hair already part in the pouch. The affected materials have been rejected by us. The quality alert has always been sent to the supplier. During the production and packaging process, the hair can enter the packaging. Second, supplier related issue, the raw material have arrived with already polluted by hair. Third, human inattention, the operators have not detected the hair then the product have packaged and shipped out to the market. All involved employees have been informed of this issue, they will focus to filter out the hair infected pouches all the time at production order starting to avoid reoccurrence claims in the future.